Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00493 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10.

Event description:
It was reported that bd bactec¿ fx, instrument top, packaged negative results obtained they have been observed, but it was confirmed that the sample was myeloid fluid. The following information was provided by the initial reporter: results reported as negative. The erroneous result has been observed, but it was confirmed that the sample was myeloid fluid, not blood. So we asked the customer to perform manual test, not using bactec for myeloid fluid. Gram stain and manual test. The result by gram stain was negative. The result by manual test is not available.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ fx, instrument top, packaged negative results obtained they have been observed, but it was confirmed that the sample was myeloid fluid. The following information was provided by the initial reporter: results reported as negative. The erroneous result has been observed, but it was confirmed that the sample was myeloid fluid, not blood. So we asked the customer to perform manual test, not using bactec for myeloid fluid. Gram stain and manual test. The result by gram stain was negative. The result by manual test is not available.